Event description:
Report rec'd from (B)(6) stating "the sleeve of the pack is very soft and turns/rotates during irrigation or folds itself back and as a result, reduces the irrigation flow. No pt impact."

Manufacturer narrative:
The product has been requested for evaluation; however, it has not yet arrived fro evaluation. Sterilization and lot history records were reviewed and no exceptions were found.